Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: tep totally extraperitoneal hernia repair. A doctor found the balloon would not be inflated. Without replacement of device the case was completed with no problem by making a space manually. Operating time extended: less than 30 min. Tissue damage: no. Nothing fell into the cavity. No bleeding. Confirmed that the clinical sample is being returned for investigations. When it is returned to the investigator of manufacturer : unknown nothing of adverse event caused by extension of or time was reported. "No patient info is available: gender: unknown, age: unknown, weight: unknown / the customer did not know if reinforcement material was used." Additional information received via email. Was there any extension of the incision or opening of the patient in order to make more space? I am unfamiliar with how space is made manually. It was confirmed that there was no extension of the surgical incision. At the moment, no detailed information regarding how the space was made is available; however, no unusual operations or conversion of the procedure occurred.